Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, increased capture threshold which resulted in loss of capture was noted on the right ventricular (rv) lead. The portion of the lead responsible for sensing was capped and replace to resolve the event. The high voltage portion of the lead was active and in use. The patient was in stable condition.